Event description:
It was reported when the device was used during an open gastric bypass, the tissue retaining pin advanced approximately one inch past the anvil hole. There was no patient consequence.